Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead 2014-(B)(6). (B)(4).

Event description:
It was reported that post implant the patient was experiencing phrenic nerve pacing caused by the right ventricular (rv) lead dislodgement. It was also noted that a pericardial effusion required a thoracotomy. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.